Event description:
It was reported post-implant, a realize gastric band, during a routine fill, the saline was injected but could not be withdrawn. A laparoscopic diagnostic procedure was performed on (B)(6) 2010. The band tubing was found disconnected from the port. The plastic strain relief was separated from the metal housing and was floating freely on the tubing. The port was replaced. The patient is okay.

Event description:
The customer reported an infus-or pump was administering propofol, dosage unknown, to a female patient during a surgical procedure. In the middle of the procedure, the pump stopped infusing medication and alarmed. The customer does not know what alarm code was displayed. The anesthesiologist replaced pump and patient's surgical procedure continued. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: correct the suspect medical device lot # from unk to architect reaction vessel lot 69523p100, expiration: n/a. Suspect medical device, lot #: additional architect reaction vessel lot 69683p100, expiration: n/a. Upon further review, it was determined the suspect architect reaction vessel lots in use at the customer facility were lots 69523p100 and 69683p100. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The abbott sales representative reported the customer observed two occurrences of architect i2000sr error code 1007 (unable to process test, activated read failure) for the architect hepatitis b surface antigen assay, when an unknown reaction vessel (rv) lot was in use. The customer stated correct values were generated when the samples were retested. The customer's issue was resolved with a change in rv lot. The customer was asked to monitor the performance. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel lot: lot 69683p100, device MFR. Date: 10/7/08, expiration date: na the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.